Event description:
The ipp device was removed from the patient and replaced due to fluid loss. Information received on 5/8/97 indicates penile prosthesis was not functioning so patient entered hospital for replacement. The old prosthesis was removed and it was noted that all the fluid was gone but no obvious leak could be found. Reference uf/dist report #280005-1997-0004.